Event description:
Patient underwent a loop colostomy using a bar with latex tubing attached to each end of the bar placed on the external abdominal wall. On the third post-op day, upon examination by the surgeon, the bar with attached tubing slippe dthrough the incision into the patient's abdomen, the bar and tubing were returned intact tot he external abominal wall by the surgeon. The patient then underwent emergency laparotomy, peritoneal lavage and reformation of the loop colostomy. Patient's condition was poor prior to the event and remained unchanged after surgery. The manufacturer and identifying information for the colostomy bar is unknown. The manufacturing company for the latex tubing is unknown. Device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated short term complication of procedure, tubing. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.